Event description:
A pt underwent breast surgery performed by a plastic surgeon. During closure of the fascia, a t-5 needle broken off. The broken needle tip was eventually retrieved from the fascial tissue without the use of x-ray. The procedure was delayed about 20 minutes. There was no resultant injury to the pt.

Manufacturer narrative:
Samples from the same lot were evaluated for performance characteristics. Manual 90 degree bend test was performed; none of the test samples broke. Other samples were tested for needle strength and were within the specified rance. All manufacturing records were in compliance with internal and specifications. There have been no similar reports against this lot. Please note that this report may be based upon information not yet verified by co to be complete and accurate.